Manufacturer narrative:
The manufacturer evaluated the device in question and determined that the device is similar to 510k# k182940, therefore MDR reportability was detemined on july 8, 2021.

Event description:
2 hours after the beginning of a dialysis session, a patient reaction occurred while using the nipro branded dialysis machine surdial¿ x bearing serial number (B)(4). The patient experienced vomiting, acidosis, raised of pco2 (hypercapnia) and also felt drowsy possibly due to hypoventilation. The machine did not provide any alarm. As a consequence, the patient was admitted to the ICU. It was also reported that the patient was fine before the treatment and no medications were given before starting the session. Nevertheless the current patient conditions are good. After the incident occurred, the technician carried out a simulated treatment on the machine although no errors or faults were found during the investigation.

Event description:
2 hours after the beginning of a dialysis session, a patient reaction occurred while using the nipro branded dialysis machine surdial¿ x bearing serial number19dn0750. The patient experienced vomiting, acidosis, raised of pco2 (hypercapnea) and also felt drowsy possibly due to hypoventilation. The machine did not provide any alarm. As a consequence, the patient was admitted to the ICU. It was also reported that the patient was fine before the treatment and no medications were given before starting the session. Nevertheless the current patient conditions are good. After the incident occurred, the technician carried out a simulated treatment on the machine although no errors or faults were found during the investigation.

Manufacturer narrative:
The manufacturer evaluated the device in question and determined that the device is similar to 510k# k182940, therefore MDR reportability was detemined on july 8, 2021.